Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by removing the pump from its case and instructed them on proper usage techniques. Despite these efforts, the difficulty persisted. The customer continued to use the pump for insulin therapy.